Event description:
The complainant reported that on (B)(6) 2015, a (B)(6) year old male patient about to undergo a catheter ablation of ventricular tachycardia (vt ablation.) In preparation for the procedure an impella cp was placed in the patient. During the impella placement the perclose was deployed and the 14fr oscor sheath was inserted. With the insertion of the sheath the patient's pedal pulses were reduced, and it was noted that the patient's vessels were narrow, but placement was reported as uneventful. Once the impella cp was placed the introducer sheath was cracked, peeled and removed. The perclose was cinched against the 9fr catheter body and hemostasis was achieved. The repositioning sheath was not advanced at this point. The ep procedure was performed, and during the procedure the patient coded. The patient responded quickly to the CPR that was performed, and the vt ablation procedure was aborted and could not be completed. The patient was prepared for transfer to the ICU. As a result of the patient coding the physician opted to continue impella cp for the patient. The repositioning sheath was advanced approximately 1/3 of its length until the sheath was just in the femoral artery, in order to limit limb ischemia. The patient continued to be successfully supported by the impella for the entire, and remained in stable condition. There was no patient bleeding, and there were no issues with the impella. On (B)(6) 2015, the attending physician retracted impella cp up to and including the pump housing. At this point the catheter slipped from the patient's groin site without the cannula assembly. A spurt of blood from wound site was noted. The attending physician then pinched the cannula to stop the bleeding. The perclose sutures were held tight around catheter/repositioning sheath to gain hemostasis. The pump's pigtail and inlet cage were found to be stuck in the patient's femoral and he was taken to surgery for removal of the pump components and the application of a vascular patch. Following successful removal of the pump's pigtail and inlet cage the surgeon reported that the pigtail had been caught in the calcification and that there was worsening calcification in the artery. There were no further patient issues related to the impella cp.

Manufacturer narrative:
The impella cp is still under evaluation. It is unclear if this reported issue was related to the impella cp, or if this issue was the result of the physician's device placement/management, or the patient's condition. The manufacturer will continue to investigate all reasonable obtainable source information and will provided the evaluation results and updated conclusions in a supplemental report.